Event description:
At 6:30am while pt was dialyzing the dialyzer clotted. New lines and dialyzer were hung. This dialyzer clotted at 7:30am. New system hung. At 8:00am pt complained of dizziness, not able to focus. Blood pressure increased to 260/120. Pt rinsed and sent to hosp.